Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient received inappropriate high voltage therapy due to noise oversensing on the right ventricular lead. The patient reported feeling heart palpitations during the therapy. No further information was available.